Manufacturer narrative:
The device was returned. However, an initial evaluation has not yet been conducted. Though, the investigation is underway. If additional information becomes available, prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus hd camera head was not displaying an image during procedure preparation. There was no patient harm reported, as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Sections e2 and e3 were corrected with information that was inadvertently omitted from the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the image issue could not be determined. Olympus will continue to monitor field performance for this device.